Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed and the reported problem was not able to be confirmed using system logs. Visual inspection was able to confirm the reported event as the erbe unit would not power on. The complaint was confirmed based on failure analysis. The probable root cause is attributed to component failure pertaining to electrical and/or fiberoptics defects related to a high side switch/power issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the erbe integrated electrosurgical unit (iesu) would not turn on. Technical services engineering (tse) did not observe any related errors in the logs. The tse instructed the customer to move the erbe unit power cord to a different outlet with no change. As a result, the customer advised they would use a third-party generator unit to complete the procedure. The procedure was continued as planned with no reported injury.